Manufacturer narrative:
The siemens advia chemistry total bilirubin assay has not been validated for use with neonatal samples and has not been cleared by the FDA for use with neonatal samples. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer is having problems with the high results observed on neonatal patient samples when using the total bilirubin (t-bil) assay on an advia 1800 instrument. It is unknown if the neonatal patient results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the high results on the t-bil assay.